Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 6fr sheath, after a diagnostic procedure. Reportedly, the suture broke when pulled back. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported suture break. The analysis revealed that both cuffs successfully captured the needles during the plunger deployment, but the posterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by bent and flattened posterior cuff tabs. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the posterior cuff-to-needle tip detachment could not be determined. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.